Manufacturer narrative:
The device will not be returned for evaluation. An investigation is in process. Upon completion of the investigation a follow up report will be submitted.

Event description:
"One electrode wire broke at the junction of the connector pin following insertion. The physician had to remove the wire from the patient and replace it with another."